Event description:
Patient called in to report service error code and further states that they are getting notification stating to "call the assure helpline now, your device needs service" . Customer care was able to clear the code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.